Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with blood noted on the balloon's interior and exterior surfaces. Visual examination revealed a severe catheter and inner lumen kink just distal to the y-fitting as indicated in the illustration. Underwater leak testing disclosed a leak in the inner lumen at this location. Under microscopy, a partial seperation of the inner lumen was observed. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of failure: the balloon leak was the result of a partial separation of the inner lumen located within a severe catheter/inner lumen kink. It is likely that the catheter and inner lumen kinked within the pt due to a severe vessel tortuosity and/or pt movement in conjunction with pumping. In general, kinking of the catheter outside the pt may occur if the user did not secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. In addition, providing balloon support during insertion via the guidewire or stylet can prevent the catheter and inner lumen from kinking within the pt.

Event description:
The dr had difficulty inserting the iab into the pt's aorta. After iabp for three hrs, the "leak in iab" alarm sounded from the system 97 pump and blood came back into the tubing. (Event complications: none from the event-reported 10/9/97.) (Pt's current status: unk-rpt'd 10/9/97.)